Event description:
It was reported that the ilet bionic pancreas screen became fully unresponsive and displayed a persistent blue line or light, consistent with a touchscreen malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive user interface, with the affected component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.